Event description:
Material # 305759, lot #5149514. It was reported by customer that this item is a sub and having problems with it, the pink cover is sometimes falling off which is the semd cover, to activate the semd cover you have to get your fingers very close to the needle, the needle is short so difficult to avoid, and rn had a needlestick injury.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Our quality engineer inspected the 5 representative samples submitted for evaluation. The reported issue of safety mechanism failure was not confirmed upon inspection of the samples. Analysis of the samples showed no damage or defects. Samples were subjected to an activation/ locking force test and all samples passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.